Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to an emergency room with syncope. Upon interrogation, intermittent loss of capture was noted on the right ventricular lead. During previous visit in (B)(6) 2019 the device capture was normal. Subsequently the patient presented with loss of capture. The impedance measurements were within normal range. Myopotential testing was not performed. The right ventricular lead was capped and replaced with a competitor lead. The patient was stable post procedure.